Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction code was resettable, received pump reset instructions from technical support, and planned to reset pump independently and call back if malfunction reoccurred.